Event description:
A report was received, via an international customer, of a donor developing a thrombus in the right subclavian vein, following a plateletpheresis donation. It was identified that immediately after the donation the donor had returned to work and, eventhough the donor was advised against it, donor lifted heavy items throughout the day. The donor noted the arm to be swollen the day following the donation. The donor sought medical attention for the swelling and was treated with local antibiotics and anti-inflammatories. The following day the swelling progressed. The donor went to a local hosp were a subclavian thrombosis was diagnosed via nuclear magnetic resonance and has since been under treatment with heparin therapy. The donor was identified as being on oral contraceptive prior to donation. The donor center verified there were no issues with the phlebotomy site, no hematoma. The needle was adjusted once early in the procedure due to inlet line occlusion alarms. The day of the donation there happened to be a baxter rep at the center who indicated there were no technical issues with the instrument or the disposable set during the donation.